Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. No additional event or patient information is available. Data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. The receiver data log was downloaded and reviewed finding error related to complaint. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined. No injury or medical intervention was reported.